Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the affiliate that the hosp did not have an atw35 on the shelf in the or, so the dr asked the nurse to get him a 45 thoracic cutter. He was given an ez45b, an old style stapler. They popped out the blue cartridge from the instrument and inserted a tr45w vascular reload. Pt had a post-operative arterial bleed and had to be reopened. 10/28/1999: message from affiliate. The device mentioned above was in error. The device was a tsb45 and not a ez45b as was reported.